Event description:
Pinnacle screws were broken and left one is backing out and unscrewing from bone. She can feel the hardware moving around when she walks. Permanent nerve damage in both legs; chronic pain.